Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated the alarm occurred during priming. Customer's blood glucose was unknown. The customer stated they were able to resolve the alarm with a complete set change in the past. Troubleshooting did not occur at the time of the call as the customer had to go to work. The reservoir will be returned for analysis.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.